Event description:
It was reported in a presentation by a physician during a meeting that thrombus formation and herniation of the thrombus into the parent vessel was observed at the neck of the aneurysm during procedure. The clot was successfully treated with lytics during the procedure. No consequences or impact to the patient were reported.

Event description:
It was reported in a presentation by a physician during a meeting that thrombus formation and herniation of the thrombus into the parent vessel was observed at the neck of the aneurysm during procedure. The clot was successfully treated with lytics during the procedure. No consequences or impact to the patient were reported.

Manufacturer narrative:
(B)(4): device remains implanted.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication.the device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus and other associated complications are known and anticipated physiological effects of these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.